Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: 01 ea complaint sample was received in open condition on (B)(6)2019. During visual product evaluation, it was found that complaint sample suture was broken at near tail end. Stretched fine elongation of suture was easily observed at tail. As complaint sample pack was received in open condition, functional product evaluation could not be performed on received sample. Five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. All the individual tensile strength & needle pull off values for retain sample were found meeting average usp specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During surgery the suture was breaking, there were no adverse patient consequences reported. No additional information was provided.